Event description:
The event is reported as: clip snapped in two pieces inside the pt during the procedure. Surgeon took out broken clip and replaced it with another one. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for eval, therefore, investigation report is incomplete at this time. A follow-up report will be sent when additional info is received.